Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by cracks/damage to the cartridge. Customer¿s blood glucose was 95 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.